Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient felt symptomatic after using a chainsaw and presented in clinic in backup vvi. After a device software download, normal device function resumed.